Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping instrument was analyzed and found to a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the broken cable was confirmed by failure analysis.

Event description:
It was reported that during central processing, the customer reported the small grasper retractor had a broken cable. There was no report of patient involvement or no reported injury.